Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2020 to treat prolapse. According to the complainant, during the procedure, the dart detached from the suture outside the patient upon pulling out of vagina. The detached dart was then found in the capio cage. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event. The condition of the patient at the conclusion of the procedure was reported to be fine.